Manufacturer narrative:
E1: establishment name: (B)(6) hospital, (B)(6) institution, organization for promotion of regional medical functions. The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the channel tube and the distal end had a burn. The adhesive on the bending section rubber had a chip and the image guide protector had a cut. The control unit and universal cord had a scratch. The switch box was deformed and the up/down plate was sticky. The universal cord and the connecting tube had a dent. The scope connector, control unit and scope cover unit were sticky due to water leakage. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the tevis lucera elite bronchovideoscope had a video defect. Inspection and testing of the returned device found that the image was not displayed due to damage on the charge coupled device unit. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An additional reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end was found during device evaluation. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.